Event description:
It was reported that the patient was presented to the emergency room after hearing the device alarming due to high atrial lead impedance. Measurements were taken and the lead appeared to have varying impedance. The alarm went off again a few days later. Again the impedances were checked on the atrial lead and it was determined that the lead was not in the connector block of the device correctly. The patient's device pocket was re-opened and the lead was reinserted into the device header. Both the lead and the device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.